Event description:
A caller reported an alarm 2 related to their device. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl, nor did the cgm read "high." The customer resolved the issue by reloading the original cartridge and resuming insulin administration. However, the customer experienced frequent occlusion issues and was transferred for additional assistance. Cts to replace pump, customer will continue to use old pump for insulin delivery.